Manufacturer narrative:
Following narrative in the initial report: investigation of device showed small body tissue-like material adhered on the tip of catheter, shaft was found deformed in most part while the proximal section had been cut at the facility and was not returned to manufacturer. Shaft strand was found deformed and loosened, disstranded at the section adjacent to tip section due to rotational force given to the shaft. Catheter was entire without separation. Lot history could not be reviewed since no lot information was available. Since all the shipped products are inspected during production for meeting products' specifications and shipping criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is presumed that the tip of catheter might be temporally trapped in the vessel due to complex circumstance of the anatomical condition of the selected vessel and manipulation to the devices, including, highly supposedly, the perforation that had occurred before use of corsair. Under such condition rotational manipulation was continuously made to corsair, there occurred abrasive contact and conflict with the vessel wall, also the accumulation of rotational on the catheter shaft, resulting the further vessel injury and the damage to the catheter shaft. Should be revised to read as: investigation of device showed small body tissue-like material adhered on the tip of catheter, shaft was found deformed in most part while the proximal section had been cut at the facility and was not returned to manufacturer. Shaft strand was found deformed and loosened, disstranded at the section adjacent to tip section due to rotational force given to the shaft. Catheter was entire without separation. Small body tissue-like material adhered on the tip of catheter was finally removed on 09/01/2015, no notable irregular was observed on the revealed surface of the tip section. Lot history could not be reviewed since no lot information was available. Since all the shipped products are inspected during production for meeting products' specifications and shipping criteria, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is presumed that the tip of catheter might be temporally trapped in the vessel due to complex circumstance of the anatomical condition of the selected vessel including the vessel size and manipulation to the devices. Under such condition rotational manipulation was continuously made to corsair, there occurred abrasive contact and conflict with the vessel wall, also the accumulation of rotational on the catheter shaft, resulting the vessel injury and the damage to the catheter shaft.

Event description:
Following narrative in initial report: reportedly,to treat the moderately calcified 100% occluded cto lesion at mid rca, a perforation of the septal vessel occurred in an unidentified circumstance, which was then ballooned and thought to be resolved. After that event, corsair was used in retrograde manner through same septal vessel. While attempting to remove the device after intervention, it became locked in the septal vessel. Attempts were made to remove the corsair and eventually it came loose and was removed. Upon observation, the physician noticed septal tissue was present at tip of corsair. Patient was transferred to floor for observation and returned home following day. Should be revised to read as: reportedly, to treat the moderately calcified 100% occluded cto lesion at mid rca, a perforation in rca occurred in an unidentified circumstance, which was then ballooned and stented, thought to be resolved. After that event, corsair was used in retrograde manner through septal collateral vessel. While attempting to remove the device after intervention, it became locked in the septal vessel. Attempts were made to remove the corsair and eventually it came loose and was removed. Upon observation, the physician noticed septal tissue was present at tip of corsair. Patient was transferred to floor for observation and returned home following day.

Event description:
Reportedly, to treat the moderately calcified 100% occluded cto lesion at mid rca, a perforation of the septal vessel occurred in an unidentified circumstance, which was then ballooned and though to be resolved. After event, corsair was used in retrograde manner through same septal vessel. While attempting to remove the device after intervention, it became locked in the septal vessel. Attempts were made to remove the corsair and eventually it came loose and was removed. Upon observation, the physician noticed septal tissue was present at tip of corsair. Pt was transferred to floor for observation and returned home following day.

Manufacturer narrative:
(B)(4). Investigation of device showed small body tissue-like material adhered on the tip of catheter, shaft was found deformed in most part while the proximal section had been cut at the facility and was not returned to manufacturer. Shaft strand was found deformed and loosened, disstranded at the section adjacent to tip section due to rotational force given to the shaft. Catheter was entire without separation. Lot history could not be reviewed since no lot info was available. Since all the shipped products are inspected during production for meeting products' specifications and shipping criteria. There is no indication of a product deficiency. Based on the obtained info and the outcomes of the investigation, it is presumed that the tip of catheter might be temporally trapped in the vessel due to complex circumstance of the anatomical condition of the section vessel and manipulation to the devices, including, highly supposedly, the perforation that had occurred before use of corsair. Under such condition rotational manipulation was continuously made to corsair, there occurred abrasive contact and conflict with the vessel wall, also the accumulation of rotational on the catheter shaft, resulting the further vessel injury and the damage to the catheter shaft. Warning section of the IFU describes; do not turn the catheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. If resistance is gelt while turning the catheter, do not proceed with further rotation even if the 10 turn limit has not been reached. Continuing rotation may damage or rupture the catheter, or damage the blood vessel. If any resistance or some thing abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter with full attention to avoid complications. Continuing the operation while the cause of the problem is not identified may damage the blood vessel.